Manufacturer narrative:
Batch review performed on 12 july 2019: lot 1553082: (B)(4) items manufactured and released on 30 june 2016. No anomalies found related to the issue. To date, no similar event on the same lot has been registered, one other breakage has been experienced on the same lot in a different instrument part. Preliminary investigation performed by r&d project manager: from the received image, it is possible to note the breakage of a component of the impaction plate: the component is the central threaded pivot that moves the mechanism. The breakage of the head from the body is probably due to non-axial hits during the impaction or a possible damage that has worsened over time, but from the received information is it not possible to determine with certainty the root cause of the event. Visual inspection performed by r&d project manager: from the received piece, we confirm what written in the preliminary investigation: the breakage of the head from the body is probably due to non-axial hits during the impaction or a possible damage that has worsened over time, but from the received information is it not possible to determine with certainty the root cause of the event.

Event description:
During the primary hip surgery it was observed that the mpact dm impactor would not latch. It was observed that there was a broken piece inside the plate. Once this broken piece was removed, the scrub tech was able to latch the impactor.